Event description:
It was reported that on the device's hard paddles, the adult paddle plate was starting to pull away from the plastic housing. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control recommended customer replacing the adult paddle adapter. The customer later confirmed that after replacing the plates on the defibrillator, proper operation was observed and the device was returned to svc.